Event description:
The duett sealing device was deployed following a diagnostic procedure (via a 5f sheath in the right common femoral artery). Immediately post deployment, the patient became symptomatic of an arterial occlusion (pain, cold, mottled, and then white leg). The occlusion was treated with a surgical thrombectomy and thrombolytic therapy (overnight). Follow-up revealed that the patient had an excellent outcome.